Event description:
Implants placed 1991; bsix months later, pt sought medical assistance for chronic flu-like symptoms, general myalgia, low grade fever, sore throats, diarrhea, constant back pain, fatigue, and sleep loss. Initial dx: chronic fatigue syndrome. First child born in 1992; few problems with first pregnancy; second child 1994, one month early. Did not breast feed either child. Two miscarriages occurred in 1991, post implants. Fatigue during second pregnancy was severe; pt later developed a marked lupus like rash after sun exposure, 1996. The arthralgias and myalgias worsened and some rash persisted. By 1997 pt had baker grade 3 capsules for both retromammary devices. Pt was explanted without replacements in 1997. Their subsequent condition improved moderately, with occasional short term flareups into 2000, when follow up was lost.